Event description:
It was reported that during the implant procedure, there was a problem deploying the helix, taking 30+ turns. The physician tried again and it just 'popped' out. There were also fixation difficulties reported. The physician decided not to use the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) tip electrode/problem deploying helix; analysis revealed a possible helix compression issue, the full lead was returned for analysis.